Event description:
Hcp reported patient is currently undergoing evaluation to identify source of pain in right groin area. Patient stated pain at ipg implant site (right abdominal area) and lead site. The device has not been returned to the manufacturer for analysis. A follow-up report will be sent if additional information is recieved.